Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead "had failed". It was later reported by the manufacturer's representative that the lead had failed, and had low impedance and "sensing issues". The lead was capped and replaced. No patient complications have been reported as a result of this event.